Manufacturer narrative:
Additional information: h6 - method code: code 4117 has been updated to 4114.

Event description:
Additional information was received that surgical intervention occurred during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient lost therapy as a result of ipg becoming inoperable. Patient had not recharged the ipg as recommended. As a result, surgery may occur to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.